Manufacturer narrative:
On (B)(6) 2017, additional information was received by biosense webster necessitating a rewrite of the event description submitted in the initial report. Additionally, the patient gender, weight, age and relevant history fields have been updated. It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered retroperitoneal bleeding requiring surgical intervention. Post-procedure, after removing all catheters from the body and while pulling sheaths from both femoral access sites, retroperitoneal bleeding was diagnosed. Injury was surgically repaired. Patient was transferred to the intensive care unit for observation. Patient was reported to be in stable condition. Patient required 2 weeks of extended hospitalization for postoperative management. Patient¿s condition is improving, but has not yet fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically as it pertains to obtaining vascular access. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate generator, model # m-4900-07, s/n: (B)(4), smartablate pump, model # m-4900-08, s/n: (B)(4), lasso nav variable eco catheter, model # d-1343-01-s, lot number unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter and developed a retroperitoneal bleed requiring surgical repair. The patient was stable after surgery, and was sent to the intensive care unit for observation. Multiple attempts have been made to gain clarification regarding this event, but no further information has been made available.